Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump has been shutting off and turning on, on its own, for a week. Customer's mother stated at first they thought it was the batteries and it was changed three times and issues reoccurred. Customer's blood glucose was unknown. No physical damage was noted on the device. Customer mother stated she was unsure if the device has been dropped or bumped. The device was not exposed to moisture. Uses recommend battery. The battery cap was not missing or damage. The battery compartment and spring were not damaged nor corroded. New battery cap was sent. No further information reported.